Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
A vaxcel pasv port was placed for therapeutic purposes in 2006. Within forty eight hours of the port placement, the patient developed an infection at the port site and required explantation. The port was successfully explanted and replaced with another port of the same device. Follow-up antibiotic therapy was initiated to treat the infection and the patient responded well. The complainant reported that there was no other adverse affect on the patient as a result of the reported procedure.